Event description:
The patient contacted depuy regarding significant knee pain they were experiencing. Patient's medical records were received. Records indicate the patient had patella clunk treated with an arthroscopy. Following the arthroscopy the patient was still experiencing significant pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this reported event was not returned. Review of the device history records and/or a complaint database search was not possible as the product lot code required was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.